Event description:
The customer reported that during a routine check of the unit, the unit shut down 30 seconds after power switch is turned to the on position; no alarms are generated. No pt injury reported.